Manufacturer narrative:
Product analysis: analysis was able to confirm the reported issue with the stylus and the screen; the programmer would not select using the provided stylus. Analysis also noted that the media bay door would not stay shut and the right antenna connection failed a functional test. The stylus was replaced and the connection between the printed circuit board (pcb) and the overlay was reseated and the stylus was calibrated. The media bay door was replaced. The antennas were reseated. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus and screen were not functioning correctly. The programmer was returned for service. There was no patient involvement.